Manufacturer narrative:
(B)(4). Follow up information was received from a nurse. The patient was hospitalized. Eight days later, the patient was discharged from the hospital. Fifteen days after hospital admission, antibiotic therapy ended. The patient recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4): as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received a follow-up will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause was of peritonitis was not reported. Treatment was not reported. Patient outcome was not reported.

Manufacturer narrative:
(B)(4). The patient was treated with unspecified antibiotics. The cause of peritonitis was unknown.